Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 04-mar-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 2mg/ml at 0.2395 mg/day and bupivacaine 6 mg/ml and an unknown dose via an implantable pump. It was reported a dye study was performed on (B)(6) 2022 and it was discovered the catheter had slipped out of the intrathecal space. The patient developed a seroma and fluid collected in the back. When the catheter was aspirated it was unclear if it was cerebrospinal fluid or fluid from the seroma. An MRI confirmed the catheter was not in the intrathecal space and the patient was scheduled for a catheter revision on (B)(6) 2022 . During the revision the 8781 catheter was cut next to the collet and a new collet and spine segment was placed. After the new catheter was anchored and sutured in the physician closed the back incision. After the physician attempted to aspirate the catheter so the entire catheter was cleared of drug and a new bolus could be delivered. When attempting to access the port of the pump, the pump kept moving on the physician. It was reported it was difficult, even with the use of an x-ray to gain access. Access was achieved but the pump had circled on the physician and did not stay in place. The physician decided to open the pocket once more and tact down the pump to prevent further movement of the pump while the patient was still in the operating room. Patient weight and medical history were asked but remain unknown. At the time of this report, the patients status was alive - no injury, and the issue had been resolved.